Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) exhibited noise that caused inhibition of pacing and inappropriate shock. The patient is pacemaker dependent. The noise was unable to be reproduced. The algorithm the device used caused the patient to recieve a shock insted of pacing the patient.the patient could have been using a device that emitted emi. The lead measurements are normal and consistent.